Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 70 mg/dl. The customer was changing out insulin cartridge when she got a no delivery alarm. It was explained to the customer that in order to troubleshoot their insulin pump, set and reservoir we may request that they change the set and or reservoir. The customer was advised to clear esc and act. The patient was asked to disconnect from the insulin pump. The troubleshooting was performed. The customer was advised after the troubleshooting that the insulin pump need to be replaced oow. The customer was revere to back up plan per health care provider instructions.